Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a hematoma near the implant (device) site. Surgical resection of the hematoma was performed. No additional adverse patient effects were reported. This device remains implanted and in service.